Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found color bar displayed on monitor. The display/color bar was noted to be intermittent . The issue found to be due to the video scope connector was loose, faulty cable noted (when wiggling video scope connector, intermittent display observed). In addition, leak test was performed and leak test failed on camera head unit. The scope labels found to be faded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "not working " . The reported issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found no image due to faulty cable and loose connector . This report is being submitted due to the finding of no image due to faulty cable and loose connector identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty cable caused the color bar to be displayed. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.